Event description:
A report has been received where the actuator for the power leg rest is the faulty part. The device is being replaced and also noted some grease coming out of the actuator where the screw connects. The device was unable to move. In speaking with the reporter it was learned there was no injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The owner's manual part number 1143190 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare.the consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.the malfunction has not been confirmed.